Manufacturer narrative:
Based on the claim against the product by the customer noting clip application failure of the medium-large clip applier (mlca) instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mlca instrument was analyzed and the complaint regarding the reported issue was not confirmed by failure analysis. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test. The instrument was fully functional. No product issue was identified. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the medium-large clip applier (mlca) could not apply the clip. The customer used a new mlca instrument to continue with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clip applier was inspected prior to use with no issue. The clip applier issue occurred while the surgeon attempted to clamp on a vessel or the tissue bundle. A medium-large hem-o-lok clip was used.